Manufacturer narrative:
A partial lead was returned for analysis in 4 segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that the physician alleged fibrous tissue in-growth on the lead, not the lead itself as the primary cause of the reported event.

Event description:
It was reported that a patient presented in-clinic for a lead extraction due to oversensing of noise observed on the right atrial (ra) lead. During the procedure and after the ra lead was removed, cardiac perforation occurred and an effusion developed. This was confirmed via transesophageal echocardiography (tee). Despite a resuscitative thoracotomy being performed, the patient passed away on (B)(6) 2021.